Manufacturer narrative:
D9: date returned to mfg.: 3/27/2024. One decontaminated device sample was returned for investigation. An inflation test was performed, and it was found that it is not possible to inflate the sample because it leaked. Under visual inspection tear in the cuff was noticed which caused reported leakage. Because the cuff leak was observed after placement it is the most probable that the reported failure occurred during tracheostomy procedure due to contact with sharp edge which conflicts with instruction for use. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No trend of confirmed complaints in relation to this issue was identified.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cuff can't inflate. Event occurred immediately on use, in the hospital. Patient involvement is unknown.